Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that patient had a ph1 parenchymal intracerebral hemorrhage. Type parenchymal hemorrhage 1 was noted in the post procedure CT brain. The mechanical thrombectomy procedure may have been the cause of the event. The outcome of the event is unknown.

Event description:
Medtronic received information that a patient treated with react catheters and a solitaire fr stent retriever had a midline shift. Compression over the right lateral ventricle and third ventricle noted with minimal midline shift of 1.5 mm to left side. The midline shift is a result of re-perfusion changes after the thrombectomy. No mass-effect over ipsilateral lateral ventricle in present scan. No additional intervention was reported. The event resolved on (B)(6) 2023. It was assessed as possibly related to the procedure and disease under study. Additional information received reported midline shift was associated with hemorrhagic transformation and brain edema. No other new information received. Additional information was received on 2023-10-21 that the cec results were reviewed. Cec adjudicated adverse event (ae) term to hemorrhagic transformation of infarct. Cec adjudicated this event as causally related to procedure. Seriousness upgraded to resulted in in-patient or prolonged hospitalization. Sponsor aligns with ces assessment. On 2023-10-27 site updated ae term to hemorrhagic transformation of infarct. Site does not agree with cec or procedure relatedness and serious adverse event (sae).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that mechanical thrombectomy and reperfusion injury may have been the cause of the adverse event. The outcome was recovered/resolved on (B)(6) 2023. A concomitant or additional treatment was not event due to the adverse event. The event was not treated with a percutaneous intervention or surgical procedure. The clinical events committee (cec) adjudicated the event term to parenchymal hemorrhage and assessed as possibly related to the procedure and disease under study. The sponsor and site aligns with the cec.